Event description:
The customer reports that the device has audio cutting out. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device has audio cutting out. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The speaker and microphone assembly were replaced to resolve the issue. The device passed all performance assurance tests and was put back into service. We will consider this a malfunction of the speaker/microphone assembly that caused the audio on the device to cut out.